Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional leadless pacemaker procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. It was noted with the first proglide device there was a bend between the sheath and the guide. The pre-close technique was then abandoned. The physician continued with the procedure and completed the leadless pacemaker implantation. Hemostasis was achieved with manual suturing (figure 8 stitch). There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. Due to the missing components the reported needle to cuff miss could not be confirmed. The reported guide deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported needle to cuff miss, deformation of the guide, and subsequent treatment appears to be related to circumstances of the procedure. In this case the guide was likely bent during manipulation of the device due to interactions with patient anatomy. The reported needle to cuff miss cannot be confirmed due to the missing components. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device mentioned in b5 is being filed under a separate medwatch number.